Event description:
Dealer stated that the facility, (B)(6), alleges that the unknown invacare rehab shower commode chair is wobbly, causing a resident to fall out when it tipped over. No injury or medical intervention alleged. Replacement shower chairs had been issued to the facility by invacare. Invacare contacted the facility to ensure that the devices were being assembled correctly. The malfunction has not been confirmed.